Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review.the manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the instrument broke while attempting to remove head from stem using stem impactor and the surgery was completed using another device.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: component broken review of event description: it was reported that the doctor went to remove ceramic head from stem using the stem impactor. It was broken while attempting to remove head. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis. No product was returned to zimmer biomet for in-depth analysis. According to the available information, the product location is unknown. Review of product documentation: - surgical techniques, which involve the use of this instrument, are reviewed. In none of them, the use of this device in order to remove the head is indicated. - in the clinical evaluation report for cls® brevius¿ kinectiv® technology instruments, on page 12 it is stated that: ¿the head impactor is intended to impact, in assembly with the repositioning lever, a head onto a neck/stem.¿ root cause analysis root cause determination using rmw: - instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance => not possible -> as a systematic issue with design would have been detected as part of the issue evaluation assessment - instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient => not possible -> as according to material compatibility specification the material has been tested. Further a systematic issue with material properties would have been detected as part of the issue evaluation assessment - instrument breaks due to degradation of material due to cleaning and sterilization => possible, material strength may decrease due to extensive usage over several years and repeated sterilization cycles. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, the surgeon used to instrument to remove the ceramic head from the stem, which is not an intended use of the device. - instrument breaks or deforms due to off-label / abnormal-use => possible, the surgeon used to instrument to remove the ceramic head from the stem, which is not an intended use of the device. Conclusion summary according the event, the surgeon broke the synthetic top attachment while attempting to remove the ceramic head from the stem. The product is not received for the investigation, nor the photos of it. Therefore, the complaint cannot be confirmed. Raw material certificate confirms that the device was manufactured according to the material specifications. Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. The broken instrument is not designed to remove heads from stems. There are extractor instruments which are designed for this purpose. Therefore, the root cause of this issue is user error. However, degradation of material due to cleaning and sterilization might have contributed to the failure at an extent as well. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).